Event description:
It was reported that this pacemaker exhibited fairfield oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) provided reprogramming recommendations. The device remains in service. No patient adverse effects were reported.

Event description:
It was reported that this pacemaker exhibited fairfield oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) provided reprogramming recommendations. The device remains in service. No patient adverse effects were reported. Additional information was received, this pacemaker showed an intermittent undersensing of the r-waves. In addition, a gradual decrease in amplitude was noticed post implant, causing inappropriate pacing. Sensitivity adjustments and further testing was recommended by ts; however, under the physician discretion a chest x-ray was performed, for further monitoring of the right ventricular (rv) lead. This pacemaker remains in service. No patient adverse effects were reported.